Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: neck 3-4,4-5 intervertebral disc prolapse procedure: posterior cervical laminectomy and cable fixation it was reported that intra-op, product was broken. Patient achieved solid fusion. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the cable has broke near the end of the connector. The welded end of the cable has also been bent and a portion of it has been broken off. Optical examination of the fracture surface revealed an angulated shear lip and a frayed end on the cable side. It appears the welded end was possibly cut with some cutters and the cable broke due to excessive force. If information is provided in the future, a supplemental report will be issued.